Manufacturer narrative:
Due to character limit in e1 event site name is kaiser permanente santa clara med c.the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Customer called to review management of a known kink in the intra-aortic balloon catheter. He stated the iab had been pulled back and kinked. No harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and their individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
Customer called to review management of a known kink in the iab catheter. He states the iab had been pulled back and kinked. The physician was notified and came into reposition the catheter. A chest x-ray was taken, and they are awaiting the results to verify placement. He asked about how to manage the kink that occurred. He stated it is an external kink and has been straightened and secured by the physician. The restriction alarm occurred at the time of the initial issue and only one time. No harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h11. Corrected data: h6 (medical device problem code).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e3 (occupation).

Event description:
N/a